Event description:
It was reported that there was an alarm that was heard but telemetry had not yet performed. The patient had started hearing a two tone alarm every 10 minutes on (B)(6) 2014. The pump system was delivering baclofen. Additional information received reported that telemetry confirmed a critical alarm was occurring due to ¿zero ml reservoir volume reached.¿ the patient had a pump refill on (B)(6) 2014 and it appears that they did not update the pump at the refill. The logs showed the last time the pump was refilled was on (B)(6) 2014. It was noted that the physician insisted he updated the pump. It was noted that the physician had a printout from 2014-06-19 but did not know if it was a print or session report as he had cut off the top of the printout. The true reservoir volume was about 26ml and they were able to update the pump successfully. It was noted that the patient did not have any symptoms. They patient had oral baclofen as a backup and the physician had instructed the patient to take some when they heard alarm sounding.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039935r, implanted: (B)(6) 2001, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory; product ID 8840, product type: programmer, physician. (B)(4).